Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked case at display window corner. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that scratches was found in insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.